Event description:
I used a quickvue rapid test on (B)(6) 2021 because I had a scratchy throat, and I got a very faint pink line. I assumed I was positive, but a pcr test on (B)(6) came back negative. A week later, after my husband lost his sense of smell and was achy, he took the quickvue and it said negative. I took quickvue again (I had no new symptoms) and got the same faint pink line. However, I had more pcrs on (B)(6) 2021 and (B)(6) tell me I was negative. So, either 3 pcrs gave me false negatives, or quickvue gave me 2 false positives. FDA safety report ID# (B)(4).